Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
A head was opened from the box to be implanted into a patient. The head appeared to be discolored so the surgeon did not feel comfortable implanting the head.

Manufacturer narrative:
The reported event represents a cosmetic concern. The device was reported to have a slight yellow tint. The DHR was reviewed and found the parts have 100% visual inspection of workmanship, indicating the devices are acceptable. In addition, the returned device was inspected by the manufacturing cell who indicated this coloration is a normal part of the production process. The device meets all manufacturing requirements and there is no known device problem. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A head was opened from the box to be implanted into a patient. The head appeared to be discolored so the surgeon did not feel comfortable implanting the head.